Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician was found that the rpm¿s were below specification due to normal wear being also it was noticed that the hose has a fissure in the autolube low u/min. The device was repaired, several parts were replaced.

Event description:
It was reported that the device did not have enough power. Report 1 of 1 (B)(4).